Event description:
Corneal damage [corneal injury nos]. Case description: us spontaneous report. Argus # 2000034855us. A pt had an intermedics intraocular lens model 044b implanted in their left eye in 1983. Pt is scheduled for a cornea transplant in 2000. Pt reports that the reason for thier cornea transplant is "damage to their cornea caused by the lens". Pt also had a j&j lens implanted in their right eye in the 1980s. This lens was removed and replaced several years ago and they "negotiated compensation" directly with j&j alleging the lens was defective.